Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" no change in diet or medication. Takes 7.5mg of coumadin a day with 1 day at 5mg. Caller has had meter about 5 years. Tech support suggested customer try a correlation against the lab to see how his meter is performing.

Manufacturer narrative:
Investigation pending.